Manufacturer narrative:
Findings: unit received with blank display and watchdog alarm/anomaly after battery insertion due to moisture damage on all electronic assemblies. Unable to perform error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test due to blank display and watchdog alarm/anomaly. Unable to verify reset alarms/anomalies due to blank display and watchdog alarm/anomaly. Cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and crackedbattery tube threads. Corrosion on motor assembly noted; no corrosion on motor home switch.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was 320 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer was assisted with the issue but the blank display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.